Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. A best estimate implant date has been provided based on the information obtained via good faith efforts. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted in mid (B)(6) 2021. The procedure was performed by a urologist under general anesthesia. The procedure was completed successfully. On (B)(6) 2022, the patient completed a course of definitive external beam radiation therapy. The patient experienced typical dysuria. By the end of (B)(6) 2022, the patient developed worsening rectal pain. At the beginning of (B)(6) 2022, the patient started having rectal pain, tenesmus, pain with bowel movements and blood in the stool. The patient underwent a colonoscopy which revealed an anterior lower rectal wall defect approximately 0.5 cm in diameter and 5 cm from the anal verge, in a background of a firm anterior rectal wall, with no clear surrounding mucosal abnormalities. Due to this finding, at this point, the colonoscopy was aborted. A magnetic resonance image (MRI) of the prostate revealed high signal material located between the prostate gland. A possible defect was also observed within the muscularis propria which extended into the submucosa of the distal rectum at the 12:00 position. The gel did not extend into the mucosa or the lumen of the distal rectum. The patient remains on stool softeners.